Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and sugar was over 600 mg/dl which was treated with insulin pen. Customer¿s current blood glucose was 480mg/dl and blood glucose at time of incident was 400mg/dl, 500mg/dl. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir and declined to troubleshoot for the high blood sugar. Drive support cap was normal. High pressure test was passed. The customer was wearing the insulin pump during the hospitalization. Customer advised to change entire set, reservoir and insulin treat as per hcp¿s instructions. The insulin pump will not be returned for analysis.